Event description:
It was reported by a nurse that vns pt's generator was re-programmed from 1.0 ma output current to 1.25 ma and the nurse received a low output warning message stating to "re-program the generator settings." The warning message only appeared once and could not be duplicated. A request for programming history has been sent to the nurse; however, (B)(4) attempts have been unsuccessful to date.